Event description:
An event involved a cadd cleo infusion set where it was reported by patient that tubing has broken off by the luer lock connection leading to the cassette potentially leading to leakage and may cause exposure of drugs to patient or user. There was patient involvement, and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.